Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high threshold values and was confirmed dislodged. The physician elected to surgically intervene and reposition the lead however the helix was non functional and the lead required replacement. The lead was explanted and replaced in absence of adverse patient effects with another lead of the same model type. No return of product is expected. The physician did comment the helix was observed stretched and damaged upon exit from the body.